Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that it never worked and patient gave up on it. Patient then went in to have it removed (patient states maybe (B)(6) 2023). Patient stated the doctor said the patient aged out. Patient did not know what the doctor was referring to. Patient stated they were in great health and did all kinds of things and even went on a cruise during this time and didn't eat a whole lot at the appropriate time and would eat but could find a bathroom but had a great time. The second one they put in was the oddest thing. Patient assumed it was going to work but it never did. There were many more programs. Agent redirected to healthcare provider. Agent emailed physician listings to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.